Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information: on what tissue type was the device used? Intestine. What location on the tissue was being stapled? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? None. What other color cartridges were used before and after this event? None. Was buttressing material used? Unk. Was the instrument fired across or near existing staple line(s) or clip(s)? No 1. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, opening or firing)?if yes, please explain: unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Unk. Was there any difficulty removing the device from tissue? Unk. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Unknown. Was there a recent conversion to ees devices in this account /surgeon? No. Additional inservicing has been performed.

Event description:
It was reported that during a colon resection procedure, the customer was not aware that the device was shipped without a cartridge and used the device without loading it. When the device was fired over the intestine, it cut, but did not staple. They had to convert to an open procedure to manage the situation, which resulted in surgical delay. No further information is available at this time.